Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the electrodes would not adhere to the pt's skin. Complainant indicated that the clinician obtained another set of pads to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.